Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and two months post deployment, computed tomography of abdomen was performed due to abdominal pain and result showed that an inferior vena cava filter was in place with the tip below the renal veins. The apex was tilted anteriorly contacted the anterior wall of the inferior vena cava. There were five inferior vena cava filter struts which perforated the inferior vena cava. The more anterior medial strut extended approximately 8 mm beyond the inferior vena cava filter wall. No structures were contacted. The more posterior medial strut extended approximately 11 mm beyond the inferior vena cava wall. No structures were contacted. The posterior medial strut extended approximately 8 mm beyond the wall of the inferior vena cava and abutted the vertebral body. The middle posterior strut extended approximately 9 mm beyond the inferior vena cava and abutted the anterior aspect of the vertebral body. The more lateral posterior strut extended 7 mm beyond the inferior vena cava wall. No structures were contacted. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the vertebral body, spine and mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.